Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the centralizer sleeve was broken when opened.

Manufacturer narrative:
Returned for review are the stem and the centralizer; the centralizer is broken in half but meets print specifications where measured. Manufacturing documentation was reviewed with no deviations or anomalies noted. The devices are used in treatment. A complaint history search of the manufacturing lot returned no additional complaints. This lot of centralizers was manufactured in november of 2014, resulting in a field age of 10 months. The device has been shipped an unknown number of times during that time frame. The shipping conditions of these devices are unknown. With the information provided, a conclusive root cause cannot be determined.